Event description:
The caller reported experiencing an alarm 2 issue, which typically occurred when there were less than 20 units in the cartridge and while bolusing. Despite the issue, there was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer resolved the occlusion events by changing the infusion set and cartridge, resuming insulin delivery, and initially trying to deliver the remainder of the bolus. The customer was educated that the cartridge should not be used for more than 72 hours and acknowledged this information. The case was closed by technical support following the customer's decision not to seek further assistance.